Event description:
A surgeon reports having a pt with an unexpected post-operative refraction following intraocular lens ( iol) implant surgery. The surgeon has performed limbal relaxing incisions but the pt is not happy with the resulting refraction. In a follow-up, the surgeon reports the pt prognosis as "good" and that the pt is wearing strong glasses. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 04/11/2008, 04/14/2008 and 04/23/2008 by fax, mail and phone. A completed questionnaire was received.